Event description:
The complaint was reported as (medwatch): the back pressure in the device caused the device to break apart, spraying hot water and disrupting oxygen to the pt. No pt injury reported.

Manufacturer narrative:
The respiratory dept mgr (B)(6) clarified the catalog number as 2410 and confirmed the lot number as 02j1101129.